Manufacturer narrative:
Device analysis conclusion: the oad was received at csi for anlaysis. Visual analysis revealed a driveshaft fracture at the proximal edge of the crown. The fractured section was sent for scanning electron microscopy (sem) analysis. Sem analysis of the fractured filar faces showed evidence of fatigue. Details reported to csi indicate that the crown became stuck in the lesion. Attempts to remove the crown may have led to the fracture. The data log shows several spin attempts that resulted in stall events, some which may have been spin attempts to try to remove the device . These could have contributed to fatigue. However, the exact root cause of the fatigue and fracture remains unknown. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. A report has also been submitted for the viperwire involved in the event. The report number for that MDR is 3004742232-2021-00407. Csi ID:(B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. A supplemental report will be submitted when the device analysis is completed. A report will also be submitted for the viperwire involved in the event. The report number for that MDR is 3004742232-2021-00407. (B)(4).

Event description:
An unusual noise was observed, and the diamondback coronary orbital atherectomy device (oad) stopped spinning during treatment of the left main (lm) and circumflex arteries via right femoral access. Attempts were made to activate glideassist mode, however the issue recurred. The oad was unable to be retracted from the vessel. Attempts were made to place a guide wire and insert a balloon next to the crown to aid in removal. However, the balloon would not inflate. The wire and balloon were removed with the oad, and the crown and viperwire spring tip were observed to be detached in the lm. Following an unsuccessful attempt to snare the fragments, a trapping balloon was used. The balloon was inflated and used to pull the fragments into the guide catheter. The fragments were removed. Balloon angioplasty and stent placement were then performed in the lm and cx to complete the procedure. The lm was 95% stenosed and heavily calcified. The cx was 70% stenosed in the proximal segment and 80% stenosed in the mid segment. After pci was completed, it was noted that right iliac stent was damaged with sheath insertion and was "crumpled." Additional peripheral intervention was performed.

Manufacturer narrative:
Return of the device for analysis is anticipated. A supplemental report will be submitted when the device analysis is completed. A report will also be submitted for the viperwire involved in the event. The report number for that MDR is 3004742232-2021-00407. Csi ID: (B)(4).

Event description:
An unusual noise was observed, and the diamondback coronary orbital atherectomy device (oad) stopped spinning during treatment of the left main (lm) and circumflex arteries via right femoral access. Attempts were made to activate glideassist mode, however the issue recurred. The oad was unable to be retracted from the vessel. Attempts were made to place a guide wire and insert a balloon next to the crown to aid in removal. However, the balloon would not inflate. The wire and balloon were removed with the oad, and the crown and viperwire spring tip were observed to be detached in the lm. Following an unsuccessful attempt to snare the fragments, a trapping balloon was used. The balloon was inflated and used to pull the fragments into the guide catheter. The fragments were removed. Balloon angioplasty and stent placement were then performed in the lm and cx to complete the procedure. The lm was 95% stenosed and heavily calcified. The cx was 70% stenosed in the proximal segment and 80% stenosed in the mid segment. After pci was completed, it was noted that right iliac stent was damaged with sheath insertion and was "crumpled." Additional peripheral intervention was performed.